Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they were recharging their implantable neurostimulator (ins) on a flight on (B)(6) 2016, but when they landed they felt stimulation stop. The consumer attempted to turn stimulation back on again but saw a warning power on reset (por) message, which wasn¿t related to an overdischarge event, since it was confirmed the ins was ¾ charged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.